Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed a smashed or damaged screen with persistent lines after restart, while insulin delivery and blood glucose control remained unaffected; the user was instructed to shut down the device and use backup therapy, and a replacement was arranged. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no impact on clinical status and continued therapy via backup methods. Investigation included review of device function via user report and logistical replacement activities. Investigation of this case revealed a screen/display hardware failure consistent with a physical display defect, with no associated alerts or alarms and no impact to delivery functions. It was concluded, based on previously established findings for similar reports, that the cause was product physical damage to the display component.